Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacturing date: monitor: 02/06/2018; belt: 12/13/2017.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient's brother reported that he returned from the garage to find the patient unconscious on the floor with the battery removed. The patient's brother reported that the patient would get frustrated at times and remove the battery pack. The patient's brother reported that he re-inserted the battery pack. Review of the download data indicates that the lifevest delivered one treatment shock during vf, which converted the arrhythmia to sinus bradycardia at 40bpm. The rhythm then degraded to asystole. One additional shock was delivered during bradycardia at 20bpm. The rhythm again degraded to asystole. Asystole is considered a non-life sustaining rhythm. It is unknown if the treatments occurred prior to the patient removing the battery pack or after the patient's brother re-inserted the battery pack.